Event description:
It was reported that patient passed away due to sepsis and multiple organ dysfunction syndrome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's sepsis could not conclusively be determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multiple organ dysfunction could not be conclusively established through this evaluation. An autopsy would not be performed, and the pump was not explanted for evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis, multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.